Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported findings in b5, the evaluation also found the following: due to clogging of the biopsy channel tube, foreign objects come out of distal end, due to clogging of the channel tube, the suction function did not work at all, due to wear of angle wire, bending angle in up direction did not meet the standard value, the plastic distal end cover had a burr, the adhesive on the bending section cover rubber had wear, the universal cord had buckling, and switch 2 had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope pull through brush broke off while cleaning the scope and found rubber like material in the biopsy channel. No patient harm was associated with this event. The device was returned to olympus for a device evaluation and found the biopsy channel was clogged with foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the scope was not cleaned fully as a brush broke off during that manual cleaning process. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.